Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nasogastric tube did not have visible numbers. Nurses were required to chart the length of the tube placed and exchange this information in report. They were unable to do this with this product. Staff was unable to visually tell how far the tube has been inserted. Per customer follow up received on 22may2024, the product was still being intermittently stocked on their shelves- all the nurses have been alerted not to use them and use only the ones with the numbers on them so they could document the length each shift and provide it in hand off. Otherwise, there was no way to clearly tell if the tube was in the correct place prior to use. As per the photo sample, the covidien has visible numbers the bard product does not, it only has black marks.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned two-photo sample noted one unopened (with original packaging), nasogastric tube. Visual inspection of the first photo sample noted the bard nasogastric tube with the black insertion depth marks. The second photo shows the covidien nasogastric tube has visible numbers of marks. This is within " black insertion depth marks must be according to print [2] [6] [7] [9]". No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nasogastric tube did not have visible numbers. Nurses were required to chart the length of the tube placed and exchange this information in report. They were unable to do this with this product. Staff was unable to visually tell how far the tube has been inserted. Per customer follow up received on 22may2024, the product was still being intermittently stocked on their shelves- all the nurses have been alerted not to use them and use only the ones with the numbers on them so they could document the length each shift and provide it in hand off. Otherwise, there was no way to clearly tell if the tube was in the correct place prior to use. As per the photo sample, the covidien has visible numbers the bard product does not, it only has black marks.